Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 4 out of 4 returned boards. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Testing results identified 4 out of 4 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 07apr 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 27nov2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display boards were provided for investigation.

Event description:
It was reported that the customer is replacing the (lvp) display board due to a dim segment. There was no patient involvement.